Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g failed to deliver medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿drug didn't come out.¿